Event description:
It was reported that since placement of 2 promus stents into the proximal left anterior descending coronary artery, one on (B)(6) 2011 and one on (B)(6) 2011, the patient reports having abdominal pain, diarrhea, and vomiting while taking antibiotics. He inquired as to what antibiotics he will be able to tolerate with the drug eluting stents in place. His most recent experience was while taking zithromax (z-pack). Last week the patient had a bad episode with dehydration, constipation, and decreased blood pressure. He reports that the only changes in his life, that he can attribute these new symptoms to, are the stents, plavix, and 1 blood pressure pill. He requests a pamphlet for promus that will advise as to medications that can and cannot be taken with the stents in place. Prior to a recent surgery date, the patient was prescribed an antibiotic that caused him to become ill enough that the physician cancelled the surgery. The patient had stopped plavix 5 days before the surgery date, but resumed plavix after the surgery was cancelled. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date; reported as occurring after stent implantation. The additional promus stent mentioned is being filed under a separate manufacturer report number. There were no reported product deficiencies. Hypotension, nausea/vomiting, and pain are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.